Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
Customer reported that he received a no delivery alarm. Customer stated she had trouble with 3 infusion sets. One of them was not sticking and the other two were not delivering insulin. Both infusion sets related to the no delivery alarms were from the same lot. Customer stated the alarm was resolved by a complete infusion set and reservoir change. Blood glucose value is unknown. Nothing further reported.